Event description:
It was reported that the device had reached the recommended replacement time (rrt) and that there was unexpected battery longevity. The device remains in use, but is planned to be scheduled for replacement. No patient complications have been reported as a result of this event.

Event description:
Additionally premature battery depletion was suspected. The device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2005. A 6949, implantable tachy lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 80% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Analysis of the device memory showed the battery indicator signified time for device replacement on (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.